Event description:
G2x or eclipse ivcf found to be multiply fractured, with 2 legs retained locally, one arm spanning right atrium to rv partially embedded in muscle, and one in rll pulmonary artery. All pieces removed successfully with forceps and snares.